Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-06342. It was reported one of the patient occipital (off label) leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2016 at which the leads was repositioned. The patient reported effective stimulation following the procedure and the issue is resolved.